Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer. The device produced a constant tone when a magnet was applied.